Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 400mg/dl. It was stated that the doctor believes the customer had an infection. The caller mentioned that the customer was disconnected from the insulin pump and was on back up plan. It was mentioned that the settings on the device may have been erased. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.